Event description:
As reported, the peg sealant did not release and detach from a mynx control venous vascular closure device (vcd). After depressing button 2, the device was removed from the patient and it was discovered that the sealant was still attached to the device. Manual compression was used to achieve hemostasis. There was no reported patient injury. The mynx vcd was used in an interventional ep ablation procedure employing a retrograde approach. The deployer was certified in the use of the mynx device. A non-cordis sheath introducer was used, but the model and french size were unspecified. The femoral artery's suitability was verified through venography, including the insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5mm. There was no vessel tortuosity or presence of pvd/calcium in the vicinity of the puncture site. Hemostasis was achieved with manual compression lasting five minutes or less. The sealant was deployed completely above the access site and was not partially out of the skin. The sealant was not dislodged from the arteriotomy and appeared to stick to the device. The device storage temperature did not exceed 25°c, and there was no shallow vessel depth. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during the use of the device. Three devices with three different lot numbers were prepped on the back table. The three devices were used to close three venotomies on the patient¿s right groin. The other two devices were successfully deployed. It is unknown which of the lot numbers belongs to the device in question. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the polyethylene glycol (peg) sealant did not release and detach from a mynx control venous vascular closure device (vcd). After depressing button 2, the device was removed from the patient, and it was discovered that the sealant was still attached to the device. Manual compression was used to achieve hemostasis. There was no reported patient injury. The mynx vcd was used in an interventional electrophysiology (ep) ablation procedure employing a retrograde approach. The deployer was certified in the use of the mynx device. A non-cordis sheath introducer was used, but the model and french size were unspecified. The femoral artery¿s suitability was verified through venography, including the insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity or presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. Hemostasis was achieved with manual compression lasting five minutes or less. The sealant was deployed completely above the access site and was not partially out of the skin. The sealant was not dislodged from the arteriotomy and appeared to stick to the device. The device storage temperature did not exceed 25°c, and there was no shallow vessel depth. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during the use of the device. Three devices with three different lot numbers were prepped on the back table. The three devices were used to close three venotomies on the patient¿s right groin. The other two devices were successfully deployed. It is unknown which of the lot numbers belongs to the device in question. Three non-sterile mynx control venous vcds involved in the reported complaint were returned for investigation. Visual inspection of the devices showed that buttons 1 and buttons 2 were fully depressed for all three units, and the stopcocks were found in the open position. None of the sealants were present as expected due to the activation of the deployment system, as indicated by the depression of both buttons in all three units. Additionally, the procedural sheaths and syringes used with the three devices were returned for evaluation. A functional test could not be performed as the units were already deployed. The reported event of ¿sealant-inaccurate placement-complete¿ was not confirmed through analysis of the returned devices as they were received fully deployed without the sealants included. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analyses, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out with the device, especially since both buttons were fully depressed with no anomalies noted to all 3 units received. However, patient factors (if the patient was very thin) and/or procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control venous IFU, step 3: remove device, which is not intended as a mitigation, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analyses, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.